Event description:
It was reported that when (1) device was about to be used during an unknown procedure, it was impossible to open. Another device was used to complete the case. There was no consequence to the pt.